Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet and infusion sets, with glucose values repeatedly in the 220s and later 179, and required multiple site and infusion set changes over roughly a day; the user also reported skin irritation with red circles at the adhesive site and expressed concern that the system was not lowering glucose adequately. Symptoms included elevated blood glucose and localized skin irritation at the infusion site. Outcomes included troubleshooting and education with follow-up, supply replacement to an alternative infusion set type, and user contact attempts to ensure improvement. Investigation included user interview, review of use patterns, and troubleshooting steps with education. Investigation of this case revealed no confirmed device malfunction, with the event consistent with uncontrolled hyperglycemia of unclear cause and probable infusion site or set-related issues, including possible adhesive reaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.